Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens haptic bent intraop and the procedure was complicated due to capsular bag being broken, however, it is unknown if the capsule damage was present prior to lens insertion. The lens was removed and a back up lens was placed in the sulcus. The surgeon indicated the likely cause of the event was "bent haptic from the lens loader". The patient current status is "doing well". Additional information has been requested but has not been received.

Manufacturer narrative:
Corrected data: (contact name and email), (contact phone). The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
The capsule damage was noted after lens insertion.